Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received discrepant results using the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). On (B)(6) 2021 the customer reported that they received discrepant results for two patient samples analyzed on the cobas liat system (s/n (B)(4)). The customer received sars-cov-2 positive, influenza a negative, influenza b negative results for patient 1. The same sample for patient 1 was repeated and analyzed on the roche 6800 instrument that generated sars-cov-2 negative, influenza a negative, influenza b negative results. The customer obtained sars-cov-2 positive, influenza a negative, influenza b negative results for a second patient analyzed on the cobas liat system (s/n (B)(4)). On (B)(6) 2021 a recollected sample from patient 2 was analyzed on the roche 6800 instrument that generated sars-cov-2 negative, influenza a negative, influenza b negative results. Patients¿ samples were collected using nasopharyngeal swab and universal transport media (utm) 3 ml. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patients. The results for both patients were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. It was confirmed that the positive results generated show amplification a bit delayed but the curves look good. A review of the data did not show any signs of a systematic issue. (B)(4).